Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose of the customer was over 600 mg/dl which was treated with the manual injection. The customer had nausea and thirsty. The customer using the automode. The troubleshooting was performed for high blood glucose. The device will not be returned for the analysis.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose of the customer was over 600 mg/dl which was treated with the manual injection. The customer was nauseous and thirsty. Customer was not using the auto mode feature at the time of the incident. The troubleshooting was performed for high blood glucose. The device will not be returned for the analysis.